Event description:
It was reported that the user experienced a low blood glucose episode in the afternoon, felt intimidated by insulin on board and cgm alerts, and treated early with oral glucose; the user¿s healthcare provider advised additional training, which was scheduled, and the user requested clarification on meal announcements. Symptoms included lightheadedness associated with hypoglycemia. Outcomes included no hospitalization and resolution after oral glucose treatment. Investigation included troubleshooting and education by support staff. Investigation of this case revealed no device malfunction and suggested user-related factors, including early treatment and uncertainty about announcing meals. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.